Event description:
It was reported that an ilet insulin pump with serial number (B)(6) generated repeated ¿insulin, consecutive stalled motor¿ alerts and required shutdown and replacement, with the user instructed to return the original pump and complete startup on the replacement. Symptoms included hyperglycemia, with a reported maximum glucose of 238 mg/dl and approximately 30 minutes above range, without ketone testing, backup therapy, emergency treatment, or hospitalization. Outcomes included temporary interruption of automated insulin delivery and the need for device replacement. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this case revealed a device motor stall consistent with a drug delivery failure not resolved by priming or rewinding. It was concluded that the device experienced a hardware-related motor stall affecting insulin delivery.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.